Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received error code e. Customer stated insulin pump was not given low reservoir warnings when the insulin was low in the reservoir. Customer stated keypad buttons are not responding to the first press and buttons was stick down to press them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.